Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook 2nd edition,the rate of adverse events during therapeutic apheresis is 4%-5% with the risk being slightlyhigher during first procedure. Citrate and allergic reactions can include nausea, vomiting, hives,wheezing, and burning eyes.

Manufacturer narrative:
Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: based on the physician's statements about citrate allergy and the customer also stating that the patient is very sensitive to "everything", the root cause for the patient reaction is due to patient physiology.

Event description:
The customer did not respond to attempts to obtain information for the investigation such as,procedural details, patient information, lot information, etc.

Manufacturer narrative:
Investigation: terumo bct clinical support spoke with the customer. She did not have any information on the case at the time, but was able to provide that the patient "is very sensitive to everything". The patient has continued procedures, but the customer was not sure if citrate was still being used. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a reaction at the beginning of a red blood cell exchange (rbcx) procedure. The physician at the customer site suspected that the reaction was due to a citrate allergy. It is unknown at this time if medical intervention was required for this event. Patient information is not available at this time. The customer declined to return the disposable set for investigation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer stated that they have determined this patient requires more calcium infusions during treatment. The patient has continued her treatments and is doing 'fine'.